Manufacturer narrative:
Retainer ring = black. The insulin pump was returned for partial display and missing segments per event date 12/14/2021. Device passed the displacement test. However, failed self-test due to cracked lcd glass. The history was download successfully using thus software. No unexpected fatal alarms noted on history download. Device received with moisture damage was also found on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack electric board, and motor during visual inspection. The following were noted during visual inspection missing serial number label and cracked case corner of belt clip rails. The unit p-cap, test reservoir locks in place properly. Device confirmed with partial display, missing segments due to cracked lcd glass. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had an electronic white line through it. The screen had multiple scratches and scrapes. Initial placement of a new battery was finicky. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.